Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the surgeon used the new er320 and found that the clips would not secure the vessel or the duct. The clips kept falling off the vessel or duct. There was no pt consequence.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the funcitonal testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips are designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.